Manufacturer narrative:
Additional information was received that antibiotics were prescribed.

Event description:
A report was received that the patient developed an infection at the battery site. Symptom was soreness at the ipg site. It was unknown if antibiotics were given. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead; model #: sc-4318, lot #: 18338773, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the battery site. Symptom was soreness at the ipg site. It was unknown if antibiotics were given. The patient underwent an explant procedure.